Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6). E1 contact person full name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon opening the sensation plus intra-aortic balloon (iab) box, a condensation-like material was observed inside the balloon¿s sterile packaging. The balloon was not opened due to possible contamination. No patient involvement was reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d7a. A sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
N/a

Manufacturer narrative:
Complaint ID no. (B)(4).